Manufacturer narrative:
Correction: event description has been updated. Part number and associate field updated.

Event description:
It was reported that the solera driver was worn.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, the planar passive ball instrument was damaged. There was no patient present at the time of the issue.